Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: materials the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band would not stay inflated. There was no blood loss. Additional information was received on 22apr2024: the procedure performed was a left heart catheterization. There was 10 ml's of air injected into the tr band when it was applied. There were no other devices used in the access site. The tr-band was noted to be losing air immediately after inflation. Initially 15ml was added then down to when they have flash and add 2ml. Hemostasis was achieved by using a second tr band. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There are no damage or deformities on the band or balloons. There is 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the inflation balloon to check valve seal. The sample failed leak testing. The sample was placed under a microscope to look at the location of the leak. Upon visual analysis, there is a tear in the inflation balloon to check valve seal. The complaint can be confirmed for air leakage issues. The cause is a tear on the seal of the inflation balloon to check valve. The operations quality engineer was notified about this issue and a nonconformance (nc) was initiated. The nonconformance (nc) will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).